Event description:
It was reported that the right atrial lead pacing impedance was low and an alert was triggered. The lead will be monitored and the patient will be brought to the clinic to optimize the alert settings. The lead remains in use. No patient complications have been reported as a result of this event.